Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead shows noise on the rv sensing and far field channels. Lead evaluation recommended. The lead remains actively implanted and no patient events have been reported. Should additional information become available, this file will be updated.